Event description:
It was reported via repair work order that the brakes would not engage due to worn brake crank assembly and brake latch spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.